Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post abdominal computerized tomography (CT) scan the implantable pulse generator (ipg) triggered elective replacement indicator (eri). It was also reported there were low lead impedance measurements. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event. It was further reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited low impedance. The ra and rv leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.